Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to the reported event. In this case, there was no reported device malfunction associated with the clip delivery system (cds) devices. The reported adverse event/patient effect of mitral stenosis, dyspnea, fatigue and death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information available, a definitive cause for the reported mitral stenosis could not be determined, however, dyspnea and fatigue were case specific circumstances of the mitral stenosis. Death was a cascading effect of mitral stenosis. Although a conclusive cause for the reported patient effect(s), and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report mitral stenosis and death. It was reported that this was a combination mitraclip procedure to treat functional tricuspid regurgitation (tr) and mitral regurgitation (mr). On (B)(6) 2019, one xtr clip was successfully implanted in the tricuspid valve, reducing tr to 1+ and two ntr clips (90429u174, 9049u165) were implanted in the mitral valve, reducing mr. However, the mean pressure gradient increased to 7mmhg on the mitral valve. Additional treatment was not performed. The patient died on (B)(6) 2019 due to mitral stenosis. No additional information was provided.